Manufacturer narrative:
(B)(4). Logs have been received and an eval will be performed. F/u report will be submitted once the log eval is complete.

Event description:
Customer reported that pump module infused three times faster than the set rate. Customer states that no further pt or event info is available at this time.